Event description:
Rv lead dislodgement shortly after implantation. Renewed lead dislodgement of rv and ra leads within a few weeks after implantation. Both leads explanted and replaced.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes, upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The leads proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the leads, the quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.